Event description:
It was reported that the patient¿s heart rate had dropped below the programmed lower rate on the implantable pulse generator (ipg). The ipg was subsequently explanted and replaced for having reached elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 47901 competitor implantable pacing lead (therapy date unknown). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.